Event description:
The facility representative reported a fail code 814:01 on all channels during biomed testing. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 09 2007. Evaluation summary:the reported condition of fail code 814:01 was confirmed. This failure was caused by depleted batteries. The batteries were replaced. This issue of fail code 814:01 is currently being investigated under CAPA. The issue of depleted batteries is being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.